Event description:
Colonoscopy with biopsy performed. 23 hours post procedure developed rectal bleeding. Hemorrhagic procttitis diagnosed by endoscopist. Colonoscope had been cleaned with cidexdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination, other. Results of evaluation: none or unknown. Conclusion: user error contributed to event, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, inserviced by manufacturer/distributor representative, inserviced by other facility staff, other. The device was not destroyed/disposed of.